Event description:
Safety needle malfunctioned. The rubber cover on the needle is not recovering the needle when the tubes are being changed. This is causing blood to leak each time a tube is removed.